Event description:
Through a review of the article "use of fully covered self-expandable stent in biliary complications after liver transplantation: a case series", boston scientific corporation became aware of a study in which wallflex biliary rx covered stents were implanted to treat post transplant biliary stenosis or leakage resulting from duct-to-duct anastomosis. The study involved 11 patients and the stents were successfully implanted between (B)(6) 2008 and (B)(6) 2010. This report is for patient # 9. At (B)(6) days post duct-to-duct anastomosis, patient # 9 presented with biliary stenosis. As a result, a wallflex biliary rx covered stent was implanted. At an unknown date the patient "lost the stent spontaneously". This patient developed pancreatitis and is currently waiting on a hepaticojejunostomy. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Median age 54 years (range 48-61). "Use of fully covered self-expandable stent in biliary complications after liver transplantation: a case series". (B)(4) - pancreatitis; medical intervention required. (B)(4) - the reported issue of stent migrated. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.